Event description:
It was reported that this implantable neurostimulator (ins) was to be explanted due to suspected premature battery depletion. The patient status was: alive - no injury / no adverse event. Additional information received reported that the ins was replaced. The programming remained stable from (B)(6) 2011 to (B)(6) 2012. Ch1: 3- monopolar; 3.0v, 60msec 210 hz. Ch2: 7- monopolar; 3.5v, 60msec 210 hz. Interrogation of the ins on (B)(6) 2012 showed it to be "ok" at 2.84v. The therapy impedance measurement on ch1: 693ohm 46ma ch2: 629ohm 48ma. From the end of (B)(6), the patient reported a return of symptoms and in (B)(6) the ins did not connect with both the clinician and patient programmer. Patient outcome was not provided.

Manufacturer narrative:
Analysis of implantable neuro stimulator found a low battery voltage. Upon destructive analysis it was found both b+ battery bond wires were broken on the battery terminal side.

Manufacturer narrative:
(B)(4).